Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  It is unknown which lead had migrated, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2021-14639. It was reported that one of the patient's leads had migrated. Reportedly, the patient experienced a fall around 6 months ago. As a result, the physician explanted and replaced the patient's leads. Surgical intervention resolved the issue.